Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient was still having pain at the ins site. They were meeting with their healthcare provider (hcp) to talk about moving the ins to the other side. They have an appointment on (B)(6) 2026. The rep wasn't sure if this would help because the patient has already had devices on both sides. On (B)(6) 2026 additional information was received from a healthcare professional (hcp). The hcp reported that the patient was seen on (B)(6) 2026. The patient had burning at site all the time, but when bending down it was worse. A thumping pain was at the site when laying down. They were last seen on (B)(6) 2025 where they complained of burning at the ins site. At the time, the program was adjusted and the leads were in a good position. The patient also reported that sometimes the device would tell them when to urinate, sometimes they would go a very long time without urinating. They urinate every six hours. The patient also reported heat at the ins site. Since they were feeling heat, there was a concern of a malfunction with the battery. Removal of the device was recommended. They were referred to an orthopedic surgeon, but as on (B)(6) 2026 no device removal was planned and the patient was no longer a patient there.